Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer¿s blood glucose was 165 mg/dl. The wake button issue was verified during troubleshooting with tandem technical supported. Reportedly, customer had an alternate pump available for therapy.